Event description:
The customer reported a bloody leak from the blood sampling valve (bsv) coulter lh 750 hematology analyzer. The volume of the leak was about 10 ml and was not contained within the instrument. The customer was wearing personal protective equipment (ppe) consisting of gloves and a laboratory coat at the time of the occurrence and there was no report of injury or direct exposure to the leak. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
The customer found the tubing had become disconnected from the blood sampling valve (bsv). The customer reattached the tubing, which repaired the leak. The repairs were verified by the customer. (B)(4).